Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use, that the 5ml bd discardit" ii syringe had illegible markings. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: 120 loose 10ml assembled syringes were received by bd canaan and reported to be from batch #7058749 (p/n 309605). 30 syringes were randomly selected for evaluation. The samples were visually evaluated for print quality: 5 syringes were rated green acceptable. 25 syringes were rated yellow acceptable. Minor print defects were observed however the print was still legible, more than 50% of each item was present and the volumetric accuracy would not be compromised. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: no rejectable defects confirmed.